Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead oversensed atrial fibrillation (af) on the rate/sense portion of the lead. The oversensing did result in pacing inhibition. Troubleshooting options were discussed. No patient symptoms or adverse effects were reported.